Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box begins on (B)(6) 2013. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2011 have been overwritten. The total daily dose adds up correctly and reflects the users programmed basal rate. Alarm history shows typical usage alarms. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. Unable to duplicate the complaint, information for the complaint is overwritten.

Event description:
The patient contacted animas alleging erratic blood glucose (bg) readings over the last 10 month period. The patient reported bg's as high as 600 mg/dl and as low as 35 mg/dl. The patient reported correcting for the high bg's with syringe at times. She also claimed on an unspecified day in (B)(6) 2010 she hospitalized and treated for high bg. The patient did not recall the details regarding the hospitalization; however, claimed the high bg was as a result of a site issue. At the time of troubleshooting, the patient confirmed pump settings were correct. While reviewing pump history, it was noted there was 1 occlusion alarm that occurred 1 month prior to contacting animas. There were no other associated alarms. Prime history revealed patient is changing site every 3-4 days. Total daily delivery adding up correctly. The patient denied leaking of insulin, redness or blood at site. The patient informed animas customer support that she does have extensive scar tissue. The patient also reported increased activity, which may have resulted in low bg's. At the time of troubleshooting, customer support advised patient there were no mechanical issues found with pump and was advised to talk with hcp regarding setting adjustment and setting changes during exercise. Although there is in evidence of a pump malfunction, this complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.